Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, pt reported she was trying to remove an air bubble from her cartridge. Pt reported, her blood glucose was a little higher than normal, so she checked her infusion device for an air bubble. Pt stated her blood glucose was 229 mg/dl. She stated, her blood glucose is usually in the 130's - 160's mg/dl at this time of day. Pt reported there was a large air bubble in the cartridge near the adapter. Pt stated, she though the air bubble might be too large to prime out, so she removed the cartridge, so that she could use the plunger rod to push the air bubble out. She reported, while she was removing the cartridge to push the air bubble out, the infusion device turned off due to low battery. Pt stated she was confused on which end to put the battery and called for assistance. Pt stated, she cannot put a new battery in the infusion device because the piston rod is extended. Advised the pt on the proper battery compartment. Pt reported, she inserted the battery and the infusion device turned on as normal. Pt reported she had the battery compartment and the cartridge compartment confused. Pt stated, she was able to remove the air bubble from the cartridge and the infusion device turned on with no issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On call back the following month, pt reported her blood glucose returned to normal.